Manufacturer narrative:
D: updated UDI number. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. (Hemoptysis): the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
Additional information was received which states that a balloon tamponade procedure was use for hemostasis and was successful.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 49-year-old male with advanced end-stage heart failure secondary to cardiomyopathy was sequentially supported with an impella rp flex due to worsening right heart failure, confirmed by pulmonary artery catheter measurements. While in the ICU, the patient developed a pulmonary hemorrhage (reason for complaint). In the catheterization lab, the right heart catheter was noted to be positioned deeply and was subsequently repositioned; anticoagulation with heparin was paused. Potential causes of the hemorrhage include heparin overdose leading to spontaneous pulmonary bleeding, injury from the pulmonary artery catheter, or wire-related trauma during impella placement. The exact etiology could not be determined. Importantly, the bleeding ceased during the subsequent course, suggesting a very small lesion as the likely source. The patient remained on bipella mechanical circulatory support.